Event description:
Medical records were received from legal. Upon review it was noted that the patient was revised on (B)(6) 2011. Additional medical records are available on disc if needed for further review.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Medical records were received from legal. Upon review it was noted that the patient was revised on (B)(6) 2011. Additional medical records are available on disc if needed for further review. Doi: (B)(6) 2011 (right hip) depuy head removed which was used with a competitor's cup/liner. The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available, however, it has been reported that the depuy device was implanted with a competitor manufactured product. This use of the depuy device is not recommended. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.